Manufacturer narrative:
An orthalign distributor reported that when removing a short pin it broke. With an abundance of caution this report is being filed with the understanding of the potential patient harm that could result with pins breaking. The pin in this case was removed and no patient injury was caused by this instrument malfunction. No product return is expected as orthalign was informed it was discarded post-surgery thus the initial report cannot be confirmed. Without the product orthalign was unable to perform a device history record review or a failure anaylsis. No further information was made available to orthalign and the investigation has been closed. Orthalign will continue to monitor this issue and take action when alert limits are exceeded.

Event description:
It was reported that total knee arthroplasty was performed with kneealign on(B)(6) 2022. When removing a short pin on femoral side, the pin broke. The broken pin was removed from the patient body. No adverse event occurred.